Event description:
It was reported that there was a rapid drop in device longevity and high rv (right ventricular) threshold. The device was explanted and replaced. The atrial portion of the lead remains in use, and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a rapid drop in device longevity and high rv (right ventricular) threshold. The device was explanted and replaced. The atrial portion of the lead remains in use, and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.